Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure that the tip of the 8mm permanent cautery hook detached and broke. The procedure was aborted and there was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.214¿ x 0.072¿ in size.